Event description:
The user facility reported a 69-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support, the staff noticed a tiny leakage of blood from the red impella plug. The impella was replaced, and there was no patient harm reported.

Manufacturer narrative:
The investigation for the reported issue has not yet been completed. Upon its completion, a follow up report will be submitted.

Manufacturer narrative:
The investigation into the product damage (hole in catheter) issue has been completed since the initial report was submitted. The device was returned, visually inspected, and tested. Upon investigation of the pump, blood was observed within the red handle. Two puncture holes were found in the catheter. The root cause of the product damage hole in catheter was use related.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured vascular complication with a "definite" relationship to the impella device used: ¿immediately postop in the cicu there was noted to be blood extravasating from the proximal portion of the catheter which is highly abnormal. Consultation with manufacture and representative indicated pump disruption which could result in catastrophic failure. For this reason was decided to move the patient immediately back to the operating room for removal of the defective catheter and placement of a new impella 5.5¿. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation vascular damage - peripheral vessel has not yet been completed. Should new information become available a follow up report will be submitted. Instructions for use: impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ the following have been reported incorrectly or missing from manufacturer device report. B1 adverse event and product problem b2 added b5 event description added d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact email revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. G2 report source; study missing h1 type of reportable event h6 health effect - clinical code and health effect - impact code and component code h10 instructions for use.